Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.

Event description:
Lap cystectomy - "while removing the cyst through the incision, the pouch broke at the skin incision."